Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check electrode belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation the electrode belt failed a fall-off test and a therapy electrode recognition test. The cause for the failure was isolated to open pulse and black (main batt) wires in the trunk cable connector. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The patient received a replacement electrode belt.